Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for inform system 2. (B)(4)

Event description:
Caller states that patient allegedly received the following results, with two different roche meters, within 10 minutes: 38 mg/dl, 42 mg/dl (inform meter, serial number unknown) and 106 mg/dl (inform meter, (B)(4)) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
The customer reported that the device failed to power up. There was no report of patient involvement.